Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the device would not initiate properly without the battery being removed and replaced even when connected to ac power. The device was not in use at the time of the event. No patient or user harm was alleged. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Because the device repair quote was rejected by the customer, the device was not returned and no evaluation is possible, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device was in need of a battery to turn on properly. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.